Event description:
Material# 515056 batch# unknown it was reported by customer that the clinician went to disconnect the optima locking injector n40-o from the optima connector c35-o and the n40-o injector broke apart exposing the internal membrane and spring. Verbatim: product involved - optima locking injector n40-o item number 515056. The clinician went to disconnect the optima locking injector n40-o from the optima connector c35-o and the n40-o injector broke apart exposing the internal membrane and spring. The broken n40-o injector was saved. The clinician did not notice any damage prior to disconnecting them the components. She did not have to use any extra force, the n40-o injector just pulled right apart. A m25-0 infusion clamp was used during the infusion. The clinician didn't notice anything unusual about the clamp or the connector prior to disconnecting.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo along with the physical sample was provided to our quality team for investigation. Through visual inspection, the injector grips were observed to be separated and the injector was completed disassembled. Further evaluation identified grip 2 was cracked, which causes the device to disassemble as seen in the sample provided. Product undergoes a series of visual and functional inspections throughout the manufacturing process, including verification all critical components are within specification and free from damage. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information, we cannot identify the specific portion of the manufacturing process that led to the grip cracking. Manufacturing personnel have been notified of this incident. Complaints for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Subsequent to the initially filed report, the following information was received: the device was only reported as a guide separation from the sheath and not a foot separation. User facility medwatch report (mw5160640) received that states "I was implanting an abbott perclose prostyle device, and the device fractured inside the patient, requiring us to snare the device out. This was done successfully but required the procedure to be canceled." No additional information was provided.